Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced difficulty operating the touchscreen, which had become unresponsive on the upper portion of the display. The user¿s blood glucose was 196 mg/dl by sensor and 160 mg/dl by fingerstick at the time of the report, and they transitioned to backup therapy while awaiting a replacement device. No outside medical intervention was required.